Event description:
The following has been reported: biomed reported: " this pump came to us stating pump problem could not duplicate, but it also has a funny rattle sound when the pneumatics fire. No lose item in pump just when the pneumatics fire it has a funny sound, but I am not getting pump problem." No patient incident reported. No other info. A preliminary review identified the following issue: pump ceases operation due to sw error. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
A coherence failure occurred due to air in cassette being detected at the exact time that backprime started. The pump did not function as intended since it entered a continuous backprime state when the user started the infusion. Backpriming should have stopped when the backprime alert was removed from the screen. This was reproduced during investigation by modifying the code to simulate what was seen in the logs. Attempting to reproduce the scenario manually failed to reproduce the same result after several hours of attempt.